Manufacturer narrative:
H3, h6, h7, h9: the product, ri robotic drill (us), rob10013, (B)(6) used for treatment was not returned for evaluation, however log files were provided for review. A screenshot during the case shows the "robotic drill cable disconnected" error. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The product, ri robotic drill (us), rob10013, sn: (B)(6) used for treatment was not returned for evaluation, however log files were provided for review. A screenshot during the case shows the "robotic drill cable disconnected" error. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event may be associated with a loose connection. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, they had a disconnect error when they started to cut the femur during a tka surgery which did not resolve with troubleshooting efforts. Reportedly, the cori was abandoned for manual instrumentation to complete the case within a 0-30 minute surgical extension. The requested clinical documentation/information was not available for inclusion in a medical investigation. Reportedly, there was no harm to the patient and no further complications and/or interventions were reported. The patient impact beyond the reported modified surgical procedure and surgical delay could not be determined. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be opened for further evaluation. Further investigation into the reported failure is being conducted to determine if additional actions are required. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a cori assisted tka surgery, in the 7th use of the real intelligence robotic drill, they had a disconnect error when they started to cut the femur. They proceeded to quit the case and recalibrated, resumed case and same error occurred. They quit again and backed out to the start screen, then resumed case and the same sequence of events happened. Dr. Haines decided to change to standard manual instruments. The procedure was completed with a minimal delay (fewer than 30 minutes) by changing the surgical technique. No patient injuries and no other complications were reported.